Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that noise resulting in pacing inhibition was observed on the right atrial (ra) lead and high capture thresholds were observed on the right ventricular (rv) lead. The ra and rv lead were explanted and replaced. The patient was stable.